Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passaged under water testing were performed, and the results were satisfactory. Priming testing was performed with no issues noted. Functional testing for 24 hours by gravity, simulating the usage process, was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp continu-flo solution set had a slow leak at the y-site. This occurred during patient infusion with total parenteral nutrition (tpn). A replacement intravenous (IV) fluid was ordered for the patient to resolve the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A2: the patient was an infant. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.